Event description:
Event details for crdm non-defib lead model number: 4469. Serial or lot number (B)(6). High thresholds, trending since (B)(6) 2021. Confirmed fracture. Trendina high impedances since (B)(6) 2021. Lead fractured into two pieces. Proximal portion removed. Distal portion remains implanted. New boston scientific atrial lead implanted, (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).